Manufacturer narrative:
The device was returned with the cannula assembly fully deployed, and the pink slide insert was moved forward. The needle mechanism assembly was inspected, and no abnormalities or deficiencies were found that could have affected the needle deploying. While no issues were noted, the exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod for over 48 hours. After inspecting the pod, the patient discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. No further information was provided.